Event description:
During a regular pacemaker check on (B)(6) 2013, high ventricular lead impedance (>3kohms) was confirmed upon interrogation, in bipolar and unipolar configuration (the non-sorin lead was implanted on (B)(6) 2012). Reportedly, the patient feels some under clavicle. X-ray did not reveal any lead anomaly. Preliminary review of the egm screenshots confirmed that flat ventricular egms observed during a sensitivity test, and some unusually high amplitude v deflections observed on v egms upon atrial pacing spikes. Considering the above findings, a lead issue or a connection is suspected, and the already scheduled re-operation (reportedly on (B)(6) 2013) is therefore, appropriate.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.